Manufacturer narrative:
The qa (quality assurance) investigation results were received on march 09, 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This is review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Pain (knee) [arthralgia]. Swelling (knee) [joint swelling]. Joint fluid retention / joint fluid was aspirated [joint effusion]. Case description: spontaneous report was received on march 08, 2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant of osteoporosis and previous medical device implantation with synvisc between (B)(6) 2011. On (B)(6) 2011, the patient initiated weekly joint injection of synvisc (hylan g-f 20) at a dose of 2 ml. The lot number of synvisc was not provided. On (B)(6) 2011, the patient received second injection of synvisc. On (B)(6) 2011, the patient experienced pain, swelling and joint fluid retention in both knees. On the same day, 10 cc and 35 cc of joint fluid was aspirated from right and left knee respectively. On an unspecified date, patient received injection of 20 ml triamcinolone acetonide in both knees. The action taken with synvisc was not provided. On (B)(6) 2011, the patient recovered from the events of pain, swelling and joint fluid retention. Concomitant medications were not provided. The intensity for the events of pain, swelling and joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the events of pain, swelling and joint fluid retention as probably related. This is 1 of 9 cases reported by same reporter. The total list of cases created from this reporter is (B)(4).